Manufacturer narrative:
Stryker further evaluated the device's electronic data and was able to verify the reported issue. The root cause of the reported issues was traced to the device software.

Event description:
A customer contacted stryker to report that their device switched off during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device switched off during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.